Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The touch screen changes automatically without any user physical interaction. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During this testing the device turned on using ac power; however, the touchscreen will change screens on it's own as if it were being touched. The touch screen was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over seven (7) months with no previous reported issues prior to this reported event.